Manufacturer narrative:
Unit received with cracked/bleeding lcd glass.

Event description:
The customer reported via phone call that screen was cracked. The customer¿s blood glucose level was 100 mg/dl,150 mg/dl. Troubleshooting was performed for damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.